Event description:
A customer contacted baxter's technical service center to report a power failure resulting in air in the line while using the home choice (hc) machine. The home patient (hp) was about to connect when the power to the house went out temporarily. When the power came back on, the hc said press go to start. At that point, the hp connected and pressed go, then called baxter. The baxter technical service representative (tsr) had the hp follow her patient line to see if there was any air in the line and there was. The tsr explained the hp would need to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with peritoneal dialysis nurse (pdn) on (B)(6) 2010, who verified there was no patient injury or medical intervention associated with this event. The pdn advised that the patient would have finished the box of product and discarded the sample. (B)(4). This complaint was not confirmed in the lab due to a lack of sample. When the patient was about to connect himself, there was a power failure. Power was restored, he connected and pressed go, and later noticed air in the patient line. Per the homechoice at-home guide, if there is a power failure, all valves on the cassette close so there is no fluid flow. Hence, the power failure is unlikely to cause air in the patient line. Not enough data is available within the complaint information to identify root cause. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.